Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Attempts to remove air were unsuccessful. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing air recovery as instructed. The user's guide provides adequate instructions for troubleshooting air alarms. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system, when making pt connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.